Event description:
It was reported that the patient had her vns removed in 2008 due to vocal cord weakness on one side and vocal cord paralysis on the other side. Her generator was removed, but her lead was reportedly left implanted. Communication with the former office of the last known treating physician at the time of the report showed that they were not involved with the removal of the patient¿s vns. Attempts for additional pertinent information have been unsuccessful to date.